Manufacturer narrative:
(B)(4). Evaluation summary; the reported problem was confirmed but not reproduced. The root cause was not identified. An engineer assigned "problem not confirmed" as a determined problem code. No further action was taken to fix the reported problem since it was not identified. Additional information: the user interface module software version of this pump is vista minor(5.04.00).

Event description:
The facility reported a colleague infusion pump with failure code 570:320:844:0000. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.